Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The patient indicated that when tapping to insert the needle, she mentioned nothing happened even after clicking several times. She mentioned that she had to tap on the pod several times for the needle to come out, which it eventually did. No impact to the patient's glucose level was reported. The pod was worn longer than 48 hours.